Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by a study that the patient was deceased. The patient's death occurred less (B)(6) after implant. Follow up has been inconclusive so far. Additional information has been requested and not yet received. No complaints or allegations have been made against the device system or any of its individual components.